Manufacturer narrative:
A review of the manufacturing record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is be submitted as follow-up # 1 for mfg. Report # 9681834-2015-00272 to provide updated information. The lot number was initially reported as unknown. The lot number was determined to be 140822 and the expiration date is 07/31/2016.

Manufacturer narrative:
Results is based on evaluation of user facility information & the returned sample; undamaged sections of the returned sample. Conclusion is based upon evaluation of user facility information & the returned sample; undamaged sections of the returned sample. The actual device was returned to the manufacturing facility for evaluation and the lot number is unknown. Visual inspection upon receipt revealed that the outer urethane layer on the actual sample had been sheared off and the coil was found to be exposed. The intermediate tube had drifted in the distal direction where the coil was found to be exposed. Magnifying inspection of the damaged segment revealed some cracks on the outer urethane layer. Electron microscopic inspection revealed no damage which could have caused the separation of the urethane outer layer and drift of the intermediate green tube. The distal end of the exposed core wire was inspected under electron microscope and found it unlikely that the distal segment of the core wire was missing. The kink resistance of the shaft was determined and confirmed to meet manufacturer specification. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. It is likely that the actual sample was subjected to external forces, including pulling and compressing forces. By these forces, the urethane layer may have been sheared off and the intermediate tube may have drifted in the distal direction. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guide wire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory". (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the coating peeled off when the actual sample was inserted into the papilloton gw lumen using the vigiglide device. Follow up communication with the user facility reported the following information: (1) no impact to the patient. Three complaint samples from the same reported product code were reported. See MDR# 9681834-2015-00273 and MDR# 9681834-2015-00274.